Event description:
Customer reported the angle markers are missing and the monitor banks are drooping. No patient injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and tightened the monitor assembly, and replaced the angle marker label. System operates as intended. This MDR is related to ge healthcare.